Event description:
Head was cracked with part missing. This event did not occur during a surgery.

Manufacturer narrative:
Summary of evaluation:the results of the investigation performed suggest the event was attributed to less than optimum design. Corrective action has been taken to improve the design.